Event description:
It was reported that the lead dislodged the helix would not extend or retract properly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event was dislodgement and helix not retracting properly. The inability to retract helix was confirmed. The retraction length was out of specification due to some stretching of the helix.